Manufacturer narrative:
Perform continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had bad sensor alert and calibration errors. The customer's blood glucose level was 168mg/dl, and their sensor reading was 66mg/dl. The customer states they went into threshold suspend. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.